Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-sep-2018 with the following findings: during investigation, the keypad was intact with no evidence of peeling or damage. All keypad buttons were responsive to user input. The keypad was removed and no evidence of contamination was found on the button contacts. Unrelated to the original complaint, the battery compartment was cracked below and above the grip pad. The pump was opened and moisture was found on the display and transceiver boards, near the keypad connector, and in the battery compartment. A leak was found in the battery compartment. Additionally, no audio tone alarms occurred due to a cracked solder on the piezo. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the up arrow, down arrow, and ok buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.